Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to a high, out of range value. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv pacing lead was rising. Rv average lead impedance rises from 450 ohms on (B)(4) 2014 to 1178 ohms on 2015-06-02. Rv average lead impedance increased to 1178 ohms on (B)(4) 2015.